Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, customer has a patient with a retained sb3 capsule. There was no injury to patient. Additional information including how long capsule had been retained and where capsule was retained was unavailable. Should additional information be provided, a supplemental MDR will be submitted.